Manufacturer narrative:
Mfg site name (B)(4) medical. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an uphold lite procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture was torn. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the device was returned in pieces. The suture on the blue dilator was detached and was not returned. The distal end of the dilator was torn. The device was returned with heat shrink from the manufacturing process still adhered to each dilator to sleeve joint. Moreover, there was no damage to the capio slim suture capturing device a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during an uphold lite procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture was torn. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.